Manufacturer narrative:
Customer did not provide qc, calibration or system check data. Customer noted that fibrin was in the sample that yielded the erroneous result. On (B)(4) 2011, bci field service engineer (fse) was on site and found the dispense probe plate out of alignment. Fse corrected alignment and verified system performance to published specifications. Although alignment was adjusted, root cause is associated with user error (pre-analytical sample handling).

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated a false positive creatinine kinase-mb (ckmb) result for one (1) patient. The result was reported out of the lab. Repeat testing on the same instrument generated a lower result. No reports of death, injury, or change to patient treatment have been reported in connection with this event.